Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8943-15 batch 012439 was received for evaluation. Visual inspection revealed that the needle was detached from the measurement guide at the weld. Laser marks that were fading were also noted. A functional test cannot be performed due to the damage to the devices. The most likely cause of the reported and observed failure is wear and tear of the device due to processing and use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device neck of the device broke off from the base. This was discovered during the case with no patient harm.